Event description:
It was reported, during an attempt by the nurse to flush the suction catheter, via the irrigation port, they noted there was no suction being generated. A small piece of blue debris was noted to be sitting in the corrugations of the flexible catheter mount; the closed suction system and catheter mount were removed. Upon inspection they noted, the small (plastic) valve that the suction catheter passes through had become dislodged. There was no report of hurt, harm or injury as a result of this reported event.

Manufacturer narrative:
Additional information-investigation completion: d4; h2; h6. The actual complaint product was not returned for evaluation; however, the reporter provided photographic/videographic evidence; analysis of the photographic evidence confirmed the complaint as reported; the failure mode is currently under investigation. The device history record for lot 30145627 was reviewed and the product was produced according to product specifications. All information reasonably known as of 24 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 11 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, during an attempt by the nurse to flush the suction catheter, via the irrigation port, they noted there was no suction being generated. A small piece of blue debris was noted to be sitting in the corrugations of the flexible catheter mount; the closed suction system and catheter mount were removed. Upon inspection they noted, the small (plastic) valve that the suction catheter passes through had become dislodged. There was no report of hurt, harm or injury as a result of this reported event.